Event description:
Clinical study. Same case as 6000089-2006-00003, 6000089-2006-00004. It was reported that 203 days after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction (mi) and 3 days later required a target vessel reintervention (tvr). Lesion 1 was a 2.5mm, 80% stenosed portion of the 1st obtuse marginal (1st obtuse marg). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. Lesion 2 was a 3.0mm, 80% stenosed portion of the proximal circumflex. The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.00x24mm drug eluting stent in the target lesion. Lesion 3 was a 2.5mm, 80% stenosed portion of the right posterior descending artery (p-pda). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. The pt was discharged the next day on plavix and aspirin. Two hundred three days after the initial procedure the pt experienced a non q-wave mi. 3 days later the pt underwent a tvr of the prox cx for focal in-stent restenosis and the physician successfully placed a taxus stent. The pt was discharged the next day. In the opinion of the physician the relationship of the mi to the target vessel is unk, and the relationship of the tvr to the taxus stent is probable.